Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/27/2015 with the following findings: a review of the pump¿s black box data revealed that the data from the date of the complaint had been overwritten due to continued pump use. There was no visible damage to the battery compartment. The returned battery cap contact measured within specifications. The returned battery cap was able to secure onto the pump, and the pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no moisture or loose components was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.